Event description:
Broken robotic instrument, force bipolar. Last known use (B)(6) 2025. No instrument failure form found with instrument. On visual inspection, tip of instrument broke off from jaw. Jaw is cracked. Broken instrument tip has exposed cable. 9/12 lives remaining. Instrument's UDI (unique device identifier) number listed under intuitive grip cable failure complaints (B)(4). Instrument to be returned to manufacturer.